Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 480 mg/dl. Customer reported that the retainer ring of insulin pump was completely missing and the reservoir compartment was broken. The customer stated that the reservoir did not lock into place. Customer was treated for their high blood glucose with manual injections. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.